Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the profemur modular neck in the patient's left hip suddenly and without warning failed, fractured, breaking into two pieces. At the time of the fracture, the patient was walking around his home, in at the time of the fracture, the patient was pain and unable to walk.